Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation underneath her breasts. The patient's nurse reported that the skin irritation is red, there is excretion coming out of the irritation, and the "lifevest is breaking down the skin". There was no alleged device malfunction contributing to the irritation. The patients lpn advised that the physician prescribed niacin powder for the patient's skin irritation. Follow up indicated that the powder is helping with the skin irritation.